Event description:
This complaint was reported by a customer from USA. Suspected minor electric shock.

Event description:
This complaint was reported by a customer from USA. Suspected minor electric shock.

Event description:
This complaint was reported by a customer from the USA. Suspected minor electric shock.